Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the link, monofilament, posterior cuff and needle tip were not returned. The anterior cuff was still engaged to anterior needle tip. Based on the investigation findings, the link was pulled from the anterior cuff. The link connects the anterior needle to the suture; if the link detaches from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. The link detachment is likely the result of resistance or drag encountered during the procedure. The plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. The root cause for the link break from the cuff could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred. It is unknown how hemostasis was achieved. There was no reported adverse patient sequela . Though requested, no additional information was provided.